Event description:
The facility's healthcare professional reported to baxter (B)(4) that a flow regulator set had overinfused. This occurred during infusion. It was reported that a nurse connected the set on a port-a-cath and set up infusion for 1 hour. However the infusion was reported to have lasted 45 minutes instead. The healthcare professional speculated that the nurse made a mistake and confused ml/hour and drops/min. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.a batch review could not be completed as the lot number was not provided by the customer.